Event description:
It was reported that during a da vinci si surgical procedure the small grasping retractor instrument cable was noted to be separated. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument had a broken grip cable. The grip cable was broken and stuck out at the wrist. The idler pulley spun freely and was undamaged.